Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure and electronics are broken.

Event description:
It was reported that during start and set up, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure and electronics are broken. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10 additional customer contact phone: (B)(6). A getinge field service engineer (fse) spoken with the biomed technician and confirmed the issue. The unit is awaiting back ordered parts and will make the repairs once the parts are received. He suspected that the pneumatic module was defective. After replacing the part, issue continued, the unit would not pull a deep vacuum in order to fill the balloon at start. Also, while removing the complete fill helium assembly, one of the screws stripped out and unable to remove. Replaced helium fill manifold assembly (d104-00-0014) and pneumatics chassis (d441-00-0191). Once the part replaced, able to complete the repair and at that time, the unit was due for a pm. Completed the pm, unit passed all inspections and performance tests and was approved for clinical use.

Event description:
N/a